Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported advantage meter read 239 mg/dl and her aviva meter read 110 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.